Event description:
It was reported that when a minicap transfer set was connected to an unknown adaptor, the transfer set locking sleeve would not lock into place and became disconnected. The reporter stated that the ¿white twisting part on the transfer completely twisted off.¿ the reporter indicated that the set had been in use for approximately seven months. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An evaluation was performed to investigate the reported event. Visual and microscopic inspection identified broken occluder feet. Leak testing and clear passage testing were performed with no issues noted. Clamp function testing was performed and failed due to broken occlude feet. Integrity seal surface testing and dimensional inspection were performed with no issues noted. The reported connection issue was verified through evaluation and the cause was determined to be due to broken occluder feet. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.